Event description:
Boston scientific received information that the device emitted beeping tones. Upon device interrogation, one right ventricular (rv) lead shock impedance measurement greater than 125 ohms was observed. The beeping tones were programmed off for the out of range shock impedance measurement. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.